Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery due to local reaction and migration of the prosthesis (broad humeral lysis and migration). The bone scintigraphy showed signs of mobilization of prosthesis. During the surgical procedure for explant, presence of local metallosis (samples sent for anatomical examination and microbiological). All the components were removed.